Manufacturer narrative:
Follow-up #1 product analysis: the device was returned and evaluated by product analysis on 02/24/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box indicated related alarms. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump¿s force sensor calibration was found to be within specification.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(64).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a loss of prime. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.